Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that main drawer 5 had failed, and multiple cubies and the drawer were showing as closed when they were not physically closed. The fse checked and discovered that the magnet had fallen out and landed on the sensor, but nothing remained there. The fse verified whether the open/close sensor was loose, but it was secure in its mount. The fse then replaced the open/close sensor. For the multiple failed cubies in main drawer 5, the fse reseated all rowboard connectors, all pyxibus and retractor band connections, and cleared a lot of debris from the empty drawer and the rowboards. Upon reboot and recovery, the station ejected, unloaded, and unassigned the medications in five drawers. The fse logged back into the hardware testing application, installed the cubies, opened the lids, and removed all medications. The station was rebooted again, and the cubies were reinstalled using the drawer configuration. The customer reassigned and reloaded all previously unassigned medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, drawer 5 failed to open. The device displayed error messages stating: ¿failed to open¿ and ¿read, write, or invalid cubie memory.¿ the customer indicated that this malfunction resulted in a delay in dispensing medication to patients. No adverse events or patient injuries were reported in connection with this incident.